Manufacturer narrative:
Follow-up #1 date of submission 10/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/14/2015 with the following findings: a visual inspection of the pump confirmed that the battery compartment was cracked. Evidence of moisture was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.